Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 10.5-12.2cm from the distal tip. The etfe coating was intact at this location.

Event description:
New information received indicates that the lead was explanted and replaced when the asymptomatic patient presented in the operating room for an unrelated generator change-out.

Event description:
It was reported that when a patient presented in-clinic for normal follow-up, high, out of range, pacing lead impedance, increased capture threshold, and externalized conductors were observed. Patient was asymptomatic. The lead will be capped and replaced.